Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Revision due to stem loosening removal of the plug. Mmi: impressions: right total hip arthroplasty with loosening of the femoral stem. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Report source foreign: netherlands. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. H3 other text: device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately 14 years and 9 months post implantation due to loosening of the stem. The stem, liner and head were all revised without complication. There is no additional information available at the time of this report.